Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed by testing. The cause was the downstream occlusion (dso) sensor, bezel and seal. Replaced the dso sensor, bezel and seal to correct the issue. Upon further investigation, the battery compartment has corroded contacts. Replaced battery compartment and all components within. The pump passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not attached' error. There was unknown patient involvement.